Manufacturer narrative:
10/16/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a resection of the pulmonary artery. The instrument was fired and the doctor thought there were no staples in the cartridge. The surgeon completed with another instrument. The hosp has reported no pt injury occurred.